Event description:
On (B)(6) 2025, user reported an event where she had to go to the ER because she broke her foot. At the time of the call, the user was feeling tired and she didn't want to continue with the call, so not all of the details could be collected. The event was not related to eversense or her glucose. The user didn't provide details if she was given treatment at the ER. The user was prescribed hydrocodone as medication.the user's hcp was aware of the event.

Manufacturer narrative:
The user reported an event where she had to go to the ER because she broke her foot. At the time of the call, the user was feeling tired and she didn't want to continue with the call, so not all of the details could be collected. The event was not related to eversense or her glucose. The user didn't provide details if she was given treatment at the ER. The user was prescribed hydrocodone as medication. The user's hcp was aware of the event.as per dms, user is currently using the system with up-to-date information.